Manufacturer narrative:
Qn#(B)(4). Voided complaint: this complaint is being retracted due to a duplicate of MDR file#3003898360-2019-00866 (tc#1900070309). Please make a note of it for your records.

Event description:
It was reported that the experienced hemolok surgeon reported the clip applier jammed and the actual clip broke in half. The half pieces went inside the patient and had to be retrieved using a grasper. The unit was disposed of however the lot number recorded. It also looked as if every second clip came out closed essentially causing firing and clipping issues.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the experienced hemolok surgeon reported the clip applier jammed and the actual clip broke in half. The half pieces went inside the patient and had to be retrieved using a grasper. The unit was disposed of however the lot number recorded. It also looked as if every second clip came out closed essentially causing firing and clipping issues.